Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. It was reported that the nurse reported a low battery alarm. Since she did not have enough cords for all syringe pumps, she moved the cord from her milrinone pump to the pump in need. Immediately the milrinone pump alarmed biomed and shut off. The device's history showed that the pump died upon plugging in. There were no adverse events reported.

Manufacturer narrative:
E4 is unknown. No information has been provided to date. The pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the factory seal is missing. The battery/power cord was working as intended. During functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms#(B)(4).

Manufacturer narrative:
E4 is unknown. No information has been provided to date. The pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the factory seal is missing. The battery/power cord was working as intended. During functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.